Manufacturer narrative:
The product was not returned and the lot number was not reported. The manufacturer's investigation identified no causal factors and no conclusion can be drawn.

Manufacturer narrative:
The product was not available for return. Based on all information, no causal factors can be determined and no conclusion can be drawn.

Event description:
A doctor reported she administered a buffered maxillary buccal infiltration with lidocaine and epinephrine 1:100,000 on a patient for restorative treatment. Three days after the procedure the patient experienced swelling, fever, infection and bruising in the area of the anesthetic. The patient was treated with amoxicillin and then with clindamycin. The patient was referred to an oral surgeon but no other treatment was rendered by the surgeon. There is no distinct dental cause of the infection. The patient's mother reported to the doctor the symptoms have resolved.